Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they used an angio-seal device for a case, however, while they were at the stage of pulling back to the "click", the device separated relatively easily. They reversed and then the angio-seal did deploy successfully. Additional information was received on 22jul2020. At the second step of deployment (the click), the angio-seal device pulled apart easily, however the doctor was able to re-approximate the parts and the angio-seal device then was able to deploy successfully with good hemostasis. The patient had an acute stroke, obtunded, and intubated. The type of procedure was an endovascular therapy (evt) procedure using an 8fr procedural sheath. The pre-deployment angiogram was okay.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.